Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The line functioned well until day #1025, when it stopped flushing. An attempt at removal on day #1026 resulted in the line breaking. Endovascular retrieval was attempted, but not successful, as the line is completely fibrosed into the blood vessel. The patient is fine, other than having a foreign body in brachiocephalic vein.